Event description:
Customer called to report hospitalization due to a car accident while using their insulin pump. Customer states high blood glucose level, vomiting and dizziness prior to accident. Blood glucose level was 580 mg/dl at time of hospitalization. Hospital treated with manual injections. During troubleshooting, it was discovered that the act button was unresponsive. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive button due to corroded keypad traces. Keypad traces and dome switch were cleaned for testing. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected loud sound observed during analysis. Cracks to the case, reservoir tube, a scratched lcd window and a stained back address/serial number label noted.